Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. No further information is expected at this time. (B)(4).

Event description:
A patient reported that in the first year following her intraocular lens (iol) implant procedure, she was not very satisfied with her vision. Now, for the past year her vision has been rapidly decreasing. She also reports that in the last nine months she has almost no depth perception, migraine like headaches, and the inability to drive. No further information is expected at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the patient's surgeon that the patient developed a dense secondary cataract approximately two years following the initial procedure. She was seen by the surgeon on (B)(6) 2016, and underwent a yag capsulotomy with a major improvement in her visual acuity. She is happy with her vision now.